Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any defect could have contributed to the failure of the cannula to insert properly. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. Lt is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "lf your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). Lf you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed."

Event description:
The customer reported that his blood glucose read "high" (>500 mg/dl) at 11:24. He had received 5.2 units of a 10.9 unit bolus. He removed the pod although it did not alarm. He experienced discomfort at the infusion site and also stated that he believed that the cannula had never inserted.